Event description:
Boston scientific received information that this lead exhibited noise, which lead to oversensing, and pacing inhibition for greater than 2 seconds of asystole. Boston scientific technical services (ts) was consulted and suggested some programming changes which were done and alleviated these issues. This patient is not a good candidate for a new lead, so they have no plans to intervene on this issue. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.